Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was awakened from sleep (lying on his back, on power module) at 6:00 am on (B)(6) 2013. Pt states, he had red heart alarm and saw "low flow" on his display screen. Pt changed his sys controller and red heart alarm "stopped". He then called pal line and spoke with vad coordinator on call. Pt presented to clinic; downloaded event log from the sys controller he experienced alarms on ((B)(4)) and submitted log to the MFR. Pt's primary controller is now (B)(4). Pt complained of heart failure and signs and symptoms including abdominal distention, pedal edema, periodic shortness of breath, and (weight trending down). Add'l info rec'd stated that low flow started. Pt rec'd a pump exchange (B)(6) 2013.